Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event of crimped cannula with an infusion set on first day of use. The insertion site was abdomen. The aptient confirmed to have sufficient subcutaneous tissue at insertion site. Patient was advised to change the product. No further information available.